Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed an MRI for prostate cancer, however, the manufacturer's representative (rep) was told that the patient chose to stop using dbs for the past year. Technical services (ts) reviewed physician recharge mode will likely allow device to come out of overdischarge so that an impedance check can be done. Reviewed that multiple recharge sessions maybe needed. The rep called back that they were with the patient attempting to charge the implantable neurostimulator (ins). The caller indicated that the recharger was performing the physician recharge function at the time of the call. The caller asked about using the recharger and when they could connect to the ins to test impedances. Additional information was received from the rep confirming the patient chose to stop using dbs therapy for the past year because they felt they didn¿t need it any longer for essential tremors. The physician reset worked and the hcp could perform the impedances test, and the values returned normal, and the patient will proceed with the MRI. The patient won¿t be using their ins as they feel they don¿t need it but will check and make sure it¿s charged so it doesn¿t go into an over-discharged state again should he need another MRI. It was reported that the prostate cancer has nothing to do with dbs. The dbs system is functioning normally.